Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: returned for evaluation was the filter delivery system, the inner packaging sleeve and label. The introducer sheath was returned connected to the storage tube. The pusher catheter was returned inside the introducer sheath along with the lodged filter. The pusher catheter exhibited a kink approximately 52cm from the pusher pad and the sheath exhibited a kink as well at the base of the hub. It is unknown how these kinks occurred as they were not reported by the user. Upon further observation of the device it was noticed that the filter was lodged inside the sheath. In addition a leg was seen penetrating through the sheath's surface at the same location where the filter was lodged. There was approximately 5mm of the filter that was penetrating through the sheath. Functional/performance evaluation: the tuohy-borst was returned tight in place. The tuohy was loosened and the sheath was disconnected from the storage tube however the filter remained lodged inside the sheath. No unusual anomalies were identified in the storage tube or pusher catheter. The filter was removed from the sheath and visually examined. The filter exhibited 6 arms and 6 legs present and intact. Dimensional evaluation was performed and all measurements met the required specifications. Medical records review/image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for the filter failing to advance through the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, the filter became stuck at the proximal section of the sheath as a filter limb penetrated through the delivery sheath; however, there was no patient contact with the filter inside the sheath. Therefore, the filter and delivery system were exchanged for a new vena cava filter that was prepped and deployed successfully. There is no reported patient injury.